Event description:
It was reported that the patient underwent a plif at t8-s2 to treat degenerative scoliosis. It was reported that during removal of the extenders at s1 and s2 the tips broke off. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: two of the extenders locking/holding arms have separated from the tip. One of the arms has cracked. Mechanically all the pieces appear to move freely on the extender. Functional test of the remaining arms did not identify a problem. The root cause of this failure could not be determined.